Event description:
It was reported that the device gave the therapy leads off message and was unable to recognize the therapy cable connection to provide defibrillation therapy. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio replaced the quik-combo therapy cable and therapy cable connector assemblies to observe proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed therapy cable connector assembly at the failure analysis center and found a pin stuck in socket one of the connector inhibiting a test therapy cable connection. Additionally, the returned therapy cable was not recognized by the test mock-up device. The cause of the reported/observed failure was a therapy cable pin that broke off inside the mating device therapy connector.